Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced dizziness, weakness, gurgle speech and nausea. The ambulance was called and the patient was taken to the hospital. The cgm was reading 400 mg/dl and the blood glucose reading taken at the emergency room was 700 mg/dl. The patient was treated with an IV zofran because she was gagging and experiencing nausea. At the time of the report, the patient was still in the hospital in the intensive care unit (ICU). The patient and reporter could not be contacted further to obtain information on how long they were in the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient ore vent information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.